Event description:
During an in clinic follow up, episodes of post paced t wave oversensing were observed. Technical support was contacted and also noted fusion/pseudofusion. Technical support recommended reprogramming. The device was reprogrammed. The patient was stable and will continue being monitored.

Manufacturer narrative:
Further information was requested but not received.